Manufacturer narrative:
If implanted; give date: information unknown / not provided. If explanted; give date: information unknown / not provided. (B)(6). Occupation: information unknown / not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective. There was no patient injury reported. No further information has been provided.